Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.